Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was scratched. The patient was asymptomatic.

Event description:
The patient had pulsatility index (pi) events and the cause of pi events was unknown. Silicone tape was wrapped around the scratched part on the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the scratched driveline cannot be confirmed, as no photos were submitted by the account. Evaluation of the log files indicated that the pump was operating as intended. A specific cause as well as a direct correlation of the reported events to the heartmate ii lvas, (B)(6) could not conclusively be determined through this evaluation. A review of the submitted log file confirmed that the patient had persistent pi events, however, no atypical alarms or events were captured in the log file. The pump operated above the low-speed limit for the duration of the file. This file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.